Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was that the microswitch and the heater were defective. No action will be taken due to the device being deemed beyond economic repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that when you turn the device on the water does not heat up and the water does not flow. No patient involvement.